Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implantation of micro-stent devices, five patients experienced unexpected post-operative outcomes. Additional information was requested.

Manufacturer narrative:
This MDR was filed in error. There was only a report of one eye, and not five eyes this file indicates. The MDR filed for the one eye is mfg. Report number 3006794299-2018-00348. The manufacturer internal reference number is: (B)(4).